Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported issue of arthrofibrosis with limited rom could not be determined, however possible osteophyte/heterotopic ossification could not be ruled out as a contributing factor but cannot be confirmed as the images are undated and no comparison images were provided. Due to insufficient clinical information the patient impact beyond the reported symptoms and subsequent revision could not be determined. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, after tkr surgery had been performed on (B)(6) 2018, the patient experienced arthrofibrosis, limited rom 15º-40º. This adverse event was solved by a revision surgery on (B)(6) 2021. Current health status of patient is unknown.